Event description:
Paramedics were attending to an aystolic pt, down for an unknown period of time. External pacing was attempted and the operator reported acquiring electrical but no mechanical capture. It was also reported that with the electrodes placed in the anterior/lateral position, less than expected muscular twitch was observed. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the clinician's assessment of the pt's viability.